Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their right ventricular lead was found to be dislodged due to the patient admittedly not being compliant with his arm. There was tissue in the screw of the lead and so the lead was explanted and replaced. The patient did well before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: the awareness date should have been 26 nov 2019 rather than 20 dec 2019.

Manufacturer narrative:
Corrected information: 2938836-2019-17617 (follow-up number 2): the date should have been 07 jan 2020 rather than 26 nov 2019. 2938836-2019-17617 (initial report): the awareness date should have been 26 nov 2019 rather than 20 dec 2019.